Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the previously working remote monitor, did not power on even after set up was verified and troubleshooting steps were taken, to no avail. Return of the monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 2490c8, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the ac adaptor out of electrical specification. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.